Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 7 4002, lot# n267655, implanted: 2011 (B)(6); product type adapter product ID 748940, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 748951, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 3998, lot# j0444439v, implanted: 2004 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had not felt stimulation for 4 to 5 months prior to (B)(6) 2013. There were no falls or trauma reported. The patient was unable to adjust their stimulation. The implantable neurostimulator (ins) had quit working. When they checked the device with their patient programmer they saw a call your doctor icon and an elective replacement indicator (eri) message. The patient first saw the eri message a couple of months prior to (B)(6) 2013. The ins was noted to have only lasted about a year and the depletion was being reported as premature but the patient was not sure how long the device was supposed to last. The impact of stimulation settings on device longevity was reviewed with the patient. The patient had a doctor's appointment scheduled for 2013 (B)(6) but rescheduled to 2013 (B)(6). The results of the doctor's appointment were unknown. Additional information received on 2015-jul-07 reported that the implantable neurostimulator (ins) had died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the device issue that had occurred was that the implantable neurostimulator battery had depleted prematurely. The patient indicated that when she was working with her previous physician back in 2012-2013, she did not believe that they had done any tests to try and figure out why the battery may have depleted prematurely. The patient indicated that she is still planning on having the dead device removed. She met with a neurosurgeon, and he advised the patient to lose some weight to lower her bmi so that she could go through with the surgery to remove the device. The patient is planning on following through with this, and is planning on having the system removed; however, the date of surgery is not known at this time. The patient could not recall her weight at the time that the battery prematurely depleted in 2012-2013. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 74002, lot# n267655, implanted: (B)(6) 2011, product type: adapter. Product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 3998, lot# j0444439v, implanted: (B)(6) 2004, product type: lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they wanted a list of healthcare provider (hcp) who could remove their implant because they wanted to be able to have an MRI. The patient stated, in addition their ins had not worked in a number of years. It was reported that the patient had their ins implanted in 2011 and it worked a little longer than a month and then it quit working. They stated that they did not go back to the doctor because they figured it was not going to work. No it had not worked in several years, it died ¿probably/maybe in 2012 and had not worked since then. The patient was redirected to follow-up with their healthcare provider (hcp) to discuss device removal. The event date was asked but was unknown (probably/maybe 2012). No further complications were reported/anticipated.